Event description:
It was reported that five (5) small volume folfusors had leakage. This was observed upon receipt of the product in service, before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The reported lot was 217029; however, it is not a valid lot associated with the reported catalogue #. Initial reporter address: (B)(6). The device was not returned and the reported lot number is not valid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.